Event description:
A mapping of the left atrium and pulmonary veins were acquired in rmt mode with the carto merge. Upon shifting to xp mode, the ablation points taken had shifted 1 cm from the previously acquired points. The problem was not related to fluoroscopy interference, but seemed to be related to the fact the magnets have been stowed.

Manufacturer narrative:
Catheters involved have been discarded. (B) (4).